Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, red encapsulation, around 0-25% of the shell is missing. A microscopic analysis was performed which identified; broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and nicks, broken shell with sharp edge on radius side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening, a broken shell with sharp edge where is localized stresses induced assessed as surgical impact, and a missing shell that is assessed as inconclusive.

Event description:
Physician reported for right side, suspected internal capsular rupture and axillary lymph node swelling. Device has been explanted.

Manufacturer narrative:
(B)(4)b. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected internal capsular rupture and axillary lymph node swelling."

Event description:
Physician reported "suspected internal capsular rupture and axillary lymph node swelling. Device has been explanted. This relates to the right side.